Manufacturer narrative:
Customer called and reported to the manufacturer's technical support (ts) that the unit keeps trying to reboot. Ts advised customer to try a different vga. Customer swapped the vga with a different unit and it resolved the reported issue. Customer will replace the vga. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when powered on, the unit keeps rebooting. The customer also stated that it is unknown if the unit was on a patient or not when the issue occurred but there was no reported patient harm.